Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient¿s parent and the clinician that the device longevity decreased from a predicted six and one-half years to two years in a span of nine weeks. It was further reported that the patient complaints of dizziness and light headedness and the right ventricular lead is fractured. The device and lead remain in use. The patient will return to the clinic for follow up. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received reporting the lead and device were replaced.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. It was noted that battery voltage and longevity are acceptable due to high pacing rate, pacing output and right ventricular amplitude during acute phase.